Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection an unexpected battery behavior was noted, leading to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. The investigation will be re-opened should additional data or the device itself become available for analysis.

Event description:
It was reported that approx. 59 months after the implantation battery depletion was recognized via homemonitoring. The device interrogation showed 24% battery capacity at 2,83 volts. An implant date was not reported.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. At a next step the memory content of the device was inspected. The inspection revealed that the battery voltage temporarily dropped below the eri-threshold, which led to the automatic detection of the battery status eri and a notification via home monitoring to assure the patients safety. Furthermore, the data showed an inconsistency between the amount of charge taken from the battery and the battery voltage. The battery voltage decreased faster than expected. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage within the battery was identified, which led to the elevated internal self-depletion. Despite this finding, the battery was proven to have sufficient capacity to support therapy capability for at least the specified time from eri to the eos. In conclusion, the device was implanted for 59 months. The analysis revealed an elevated internal self-depletion within the battery. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.